Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) called in to inform that the vio integrated electrosurgical generator unit (iesu) showed constant m-02 errors and did not activate. The isi technical support engineer (tse) guided the caller to power cycle the iesu and use a different power socket. However, the error still persisted, and the energy did not activate. The surgeon elected to continue the procedure using an external generator with the external foot pedals. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. During iesu cautery activation, the m2 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause could be attributed to faulty electrical components inside the iesu throwing error m-02. This error indicates module timeout.